Event description:
Intended use: bact/alert® I ast culture bottles are used with the bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of aerobic and facultative microorganisms (bacteria and fungi). Description: an industry customer in the netherlands notified biomérieux of a false positive result in association with the bact/alert® I ast culture bottle (ref 259786, lot 0001057824) when testing an advanced therapy medical product (atmp) sample of cart cells. The customer confirmed the temperature set points on their bact/alert® 3d instrument were 22.5°c and 32.5°c. It was also confirmed there were no bottle loading events; however, bottles were unloaded from the bact/alert® 3d instrument while the impacted bottle was loaded in the instrument. The customer stated they unload ten (10) or more bottles during unloading events. The customer reported a low temperature alarm on incubators 1d and 1c. The impacted bottle was incubated in neither incubator. Review of the bottle graphs by biomérieux customer service found the bottles flagged positive following a momentary dip in the graph which quickly recovered. Biomérieux customer service has requested additional information including images of the bottle detail screens, time of the low temperature alarm, the specific type of treatment being tested and if there was any adverse patient impact. The customer also reported obtaining a false positive result with the bact/alert®, I nst culture bottle. Refer to cn-351846. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation. Product reference 259786 is not an ivd product. The clinical equivalent is product reference 259789.

Manufacturer narrative:
Context: an industry customer in the netherlands notified biomérieux of a false positive result in association with the bact/alert® I ast culture bottle (ref (B)(4), lot 0001057824) when testing an advanced therapy medical product (atmp) sample of cart cells. Investigation results: root cause analysis and conclusion: the fishbone diagram (¿5m+e¿) method of analysis was used to investigate and identify the potential root cause/root cause for this complaint. This cause and effect analysis identifies aspects of the issue in relation to following conditions: measurement, materials, method, machine, manpower, and environment. Based on the evaluation of data and information provided by the customer, the one most probable root cause for false positive results reported by the customer is materials. The customer was unable to provide specific sample composition as part of the complaint due to proprietary information. Car-t cell therapy is a type of treatment for cancer patients that involves the removal of immune system cells (t cells) from a patient by apheresis (removal of required blood components) and are bound to chimeric antigen receptor (car) cells in a laboratory by a genetic engineering process. The car-t cells grow in quantity and are transfused back into the patient whereas they bind to the cancer cells with the target of eliminating them. The processes performed by the customer to cultivate car-t cells for cancer treatments are propriety; however, processes that increase co2 and lower ph potentially can have residual that affects detection results with bact/alert culture bottles. An increase of co2 and decrease of ph would mimic organism growth and a false positive result could occur. In addition, apheresis of a patient¿s blood can result with variation of levels of white blood cells. Residual levels of white blood cells after car-t cell cultivation can affect the detection outcome with a bact/alert bottle resulting in a potential false positive. The car-t cells are white blood cells and if elevated in cell count in a sample composition can produce co2 which would contribute to triggering a false positive bottle result. Instruction for use indicates that: ¿the laboratory is responsible for validating the bact/alert® system and culture bottles for their testing purposes.¿ complaint analysis: a complaint analysis has been performed for bact/alert reagent as well as for the lot concerned. The review did not indicate any systematic quality issue. Manufacturing process review: the customer did not report any bottle defects prior to use. Monitoring and detection methods are inherent to manufacturing processes to identify any bottle defects that could contribute to potential false positive results as a result of the bact/alert culture bottle production. There are nine (9) categorized bottle defects that can occur during the manufacturing of the bact/alert culture bottles and are associated with a user obtaining a potential false positive result: sensor color, turbidity, bulged bottles, liquid emulsion sensor (les) seepage, les slant, detached sensor, fill sensor too low, uncured les, and les voids. All inspections and quality control specifications must pass prior to the release of the product to customers. Conclusion: there is no evidence of any bottle malfunction with the bact/alert iast culture bottle lots. Monitoring and detection methods for identifying bottle defects are part of the manufacturing and quality control processes for bact/alert culture bottles. All product inspections and quality control specifications must pass prior to the release of the product to customers.